Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump required very little insulin during prime before insulin was shooting out of the tubing. The reporter stated that the pump only primed 1 unit but insulin was coming out of the tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found successful prime operations without any large prime volumes in the prime history. On investigation , the pump powered up and functioned properly. A rewind/load/prime sequence was completed and the pump was exercised for 24 hours without incidents. Force sensor calibration reading was within specifications. The pump casing was opened to further investigate and no anomalies were found with the force sensor circuit. The investigation was unable to confirm or duplicate the reported prime issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).